Manufacturer narrative:
Trackwise ID#: (B)(4). Exp. Date: from "01/24/2026" to "01/26/2026". Manufacture date from "01/25/2024" to "01/26/2024". Medical device ¿ problem code from "1069" to "2981".

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were noted to be broken, hanging off of tip of device. Device was not used. Device was set aside, new device was used, and case continued without incident. No delays were noted. No patient injury or adverse events occurred.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 06/21/2024. An investigation was conducted on 07/11/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed, however, the analyzed failure "peeled; delaminated; jaw" was observed the lot # 3000368733 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.